Event description:
The pt reported that he noticed the screen of his insulin infusion device began to miss segments and became unreadable. He stated he switched to his backup device which he is currently wearing. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.